Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump and instructed them to continue using it, advising them to call back if the malfunction recurred, which resolved the issue for the caller.